Manufacturer narrative:
Manufacturer investigation conclusion: the evaluation of (B)(4) confirmed the report of a suspected internal driveline wire compromise that would have resulted in the reported low speed events. The submitted system controller log file recorded four total transient low speed events with pump speed drops on (B)(6) 2019 and (B)(6) 2019, resulting in low speed advisory alarms. No low speed hazard alarms, low flow hazard alarms, or full pump stoppage events were captured throughout the log file. All of the low speed events captured in the log file only occurred while the system was connected to the power module. Based on previous complaint experience, the abnormal pump operation could be indicative of a potential driveline wire compromise. A distal end driveline replacement was performed by the technical services representative on (B)(6) 2019 under work order (B)(4) and approximately 19 inches of the distal end of the driveline was returned for analysis. Rescue tape was observed at approximately 1-4 inches from the metal connector; however, removal of the tape revealed no evidence of damage to the outer silicone sleeve. Notable breakdown of the metal braided shield was observed adjacent to the metal connector and at approximately 2.5 inches and 12 inches from the metal connector. Minor shield breakdown was also observed along the length of the driveline segment, which appeared consistent with almost 3 years of use. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the low speed events observed in the submitted log file. The patient underwent a pump exchange on (B)(6) 2019 due to a suspected internal driveline wire compromise. Upon disassembly of the returned device, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The driveline was returned severed approximately 4 inches from the nipple of the pump housing and the remainder of the driveline was returned in three segments measuring approximately 0.5 inch, 2 inches, and 34 inches (distal end) in length. Electrical continuity testing of the returned driveline segments revealed no wire discontinuities or shorts. The prior distal end driveline replacement site performed on (B)(6) 2019 was present on the distal returned driveline segment at approximately 19-23 inches from the metal connector. The outer layers and underlying wire connections of the replacement site appeared unremarkable. Upon removal of the outer silicone sleeve, two areas of notable breakdown of the metal braided shield were observed on the internal portion of the driveline at approximately 2-2.5 inches and 9-11 inches from the pump housing. No areas of compromised wire insulation were identified via initial microscopic inspection of the driveline wires; however, when the returned driveline segments were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, a small breach in the insulation of the orange wire was identified on the internal portion of the driveline in the area of severe shield breakdown at approximately 10.5 inches from the nipple of the pump housing, exposing the inner metal conductors. Abrasion marks were noted on the orange wire insulation around the breach as well as on the insulation of the surrounding wires. The observed damage to the orange wire appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of the compromised orange wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events recorded in the submitted system controller log file data. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the emergency department on (B)(6) 2019 after 3 implantable cardioverter defibrillator (ICD) shocks, pulsatility index (pi) events, and low flow alarms. Per the account, the patient was asymptomatic. A driveline repair was performed on (B)(6) 2019, the entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was monitored overnight. The patient received a pump exchange on (B)(6) 2019 due to suspected internal driveline fracture.